Manufacturer narrative:
No report of patient involvement. Ge healthcare recommended to the hospital biomed to reload software. No report of patient involvement. Ge healthcare recommended to the hospital biomed to reload software.

Event description:
The hospital reported that one of the ventilator modes was not available. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received from the ge healthcare service representative that during this system upgrade, the software for the pressure control mode of ventilation was inadvertently not installed. This missing ventilation mode does not affect the other modes of ventilation during use of the system. Therefore, this is not reportable in the USA.